Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that while she was sleeping, the pod detached from the skin at the infusion site after approximately 4-24 hours of wear. The infusion site location was not provided. The patient stated that upon waking, the pod had completely detached, with the adhesive no longer adhering to the skin, and she developed severe hyperglycemia (reported blood glucose level above 500 mg/dl) with symptoms including repeated vomiting, inability to stand, and difficulty maintaining balance. Emergency medical services transported the patient to the hospital, where her blood glucose on arrival was reported to be above 600 mg/dl. She was diagnosed with diabetic ketoacidosis and admitted to the intensive care unit where she was treated with an insulin drip. The reported hospitalization lasted nearly one week. The specific discharge date was not provided.